Event description:
It was reported that the customer was admitted into the emergency room and was subsequently hospitalized; cause was due to customer manually delivering nine 5-unit boluses. The customer was admitted into the emergency room and subsequently hospitalized. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.